Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. (B)(4). Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? Some staff members are telling me that the device may have returned to the manufacturer¿s representative; however, I am unable to confirm this. Please investigate from your end and let me know what you find.

Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic appendectomy procedure; the white load stapler was applied but there was a misfire. The stapler cut, but the stales were not placed. Another stapler was used without any difficulty. There were no patient consequences reported.